Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the emergency room with hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. Symptoms reported include extreme confusion and unable to eat. The patient does not remember a lot of the event but stated that hospital told her to follow up with her primary care provider. The patient reported recently losing weight and that could potentially be the reason for the hypoglycemia as none of the pump settings have been adjusted. The patient was released a few hours later. The pod was worn when seeking medical attention.